Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. Motor was tested outside the device and passed. The insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The blood glucose reading was 289 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.